Event description:
A report was received that a patient underwent a lead revision due to discomfort from the clik anchor. During the revision the clik anchor was explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70, serial#: (B)(4), description: linear 3-4 lead, 70cm. The explanted clik anchor was not returned to bsn as they were discarded by the medical facility.